Event description:
Customer from (B)(6) reported on a bravo capsule which failed to detach. The locking device has been advanced successfully but it was not possible to release the capsule by turning the handle. Only by applying strong tractive forces and with the help of a forceps, the complete delivery device including the capsule could be removed from the patient. The indication for the procedure was to confirm reflux disease after fundoplication. The result of the incident was a superficial lesion in the esophagus without serious complication for the patient.